Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 3 years and 7 months of support, the pt was experiencing "low flow" and "red heart" alarms. An (B)(4) study performed by the hosp showed the aortic valve opening with every beat and the left ventricle (lv) dimension changing minimally. The pt reportedly did not present with any other abnormal lab values or symptoms related to flow obstruction. The power module pt cable was exchanged without change in status. The pt was switched to a backup system controller per the MFR's instructions for use and slight improvement in the parameters was reportedly noted.

Manufacturer narrative:
The pt remains stable and ongoing on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.